Manufacturer narrative:
(B)(4).

Event description:
It was reported during a bph procedure; "fiber end firing" (forward firing) was noted. The procedure was completed using second fiber. Patient outcome: "ok" reported. No injury to patient was reported.

Manufacturer narrative:
(B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone slightly distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 27241.time expended: 6:21 mins.the fiber tip was cleaned during the procedure.